Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon deflation failure and removal difficulties occurred. The patient presented for a thrombolysis check and was treated for angioplasty post thrombolysis. Vascular access was obtained via contralateral approach in the femoral artery. The target lesion was located in the superficial femoral artery (sfa). A 7.0 mm x 40 mm x 80 cm (4f) sterling¿ balloon catheter was advanced for dilatation. Two inflations were performed successfully in areas stenosed by scar tissue. On the third and final lesion, the balloon failed to deflate. The physician withdrew the sheath the balloon was passed through back to the introducer sheath in the patient's femoral artery but was not able to remove the balloon. The patient was transferred to the surgical theatre where the surgeons performed a cut down under local anesthesia, perforated the balloon, and successfully removed the balloon via the original introducer sheath to complete the procedure. No patient complications were reported. The patient was sent home in stable condition.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: returned product consisted of the shaft, balloon and tip of a sterling balloon catheter along with an unidentified guide sheath. The outer shaft, and inner shaft were microscopically examined. The hub was not returned. The shaft is broken/torn distally of where the strain relief would have been. The distal shaft and balloon are stuck in the guide sheath. There is buckling damage to the guide sheath which is preventing the catheter from being withdrawn from the guide sheath. There were numerous shaft kinks. It was confirmed that the devices in this batch met all applicable specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon deflation failure and removal difficulties occurred. The patient presented for a thrombolysis check and was treated for angioplasty post thrombolysis. Vascular access was obtained via contralateral approach in the femoral artery. The target lesion was located in the superficial femoral artery (sfa). A 7.0mmx40mmx80cm (4f) sterling¿ balloon catheter was advanced for dilatation. Two inflations were performed successfully in areas stenosed by scar tissue. On the third and final lesion, the balloon failed to deflate. The physician withdrew the sheath the balloon was passed through back to the introducer sheath in the patient's femoral artery but was not able to remove the balloon. The patient was transferred to the surgical theatre where the surgeons performed a cut down under local anesthesia, perforated the balloon, and successfully removed the balloon via the original introducer sheath to complete the procedure. No patient complications were reported. The patient was sent home in stable condition.